Manufacturer narrative:
The thermogard console (s/n (B)(4) was evaluated by zoll service personnel at the customer site. The reported complaint that "the console displayed a mid:09 (air trap assembly) error message upon powering up" was confirmed during functional testing and the system's event log data review. The root cause of the mid:09 error was the defective air trap sensor block due to possible overflow of fluid into the air trap chamber, likely attributed to user mishandling. No physical damage was observed on the thermogard console during visual inspection. Event log data review was performed and revealed multiple mid:09 (air trap assembly) error messages, confirming the reported complaint. During functional testing, the thermogard xp ivtm system displayed mid:09 (air trap assembly) error message upon powering up, confirming the reported complaint. The root cause for the reported mid:09 error was determined to be the defective air trap sensor block, and it was replaced to remedy the fault. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
The thermogard xp ivtm system (s/n (B)(4)) was used for ivtm therapy. At the start of the treatment, the console displayed a mid:09 (air trap assembly) error message upon powering up. The biomed dried the air trap holder of the thermogard console, but the issue persisted. Another thermogard console was used to initiate the ivtm therapy, and patient treatment was completed successfully. The reported issue did not cause any significant delay in providing the treatment. No consequences or impact to the patient.